Event description:
It was reported that during a laparoscopic roux-en-y gastric bypass procedure, the blade went across and fired, but unfortunately the staples were not deployed. This was not recognized immediately as the tissue had obviously been opposed under some pressure. It was only during testing of the anastomosis with methylene blue that it became apparent that the stapler had seriously misfired, leaving a defect approx 2.5cm long. This was dealt with by oversewing the defect with 2/0 novofil. We then went back to the previous staple line. Even though this appeared to be intact, on careful examination, there was found to be a significant misfire here (approx 1.5 to 2cm in length - with no evidence of staple deployment even though blade had been fired) also and this staple line was over sewn with 2/0 novofil. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4): info anticipated, but unavailable at this time.